Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced four inappropriate shocks due to oversensing noise and a possible fracture on the pace/sense portion of the right ventricular (rv) lead. It was also noted that the rv lead had high impedance of greater than 3000 ohms. The rv lead was initially programmed off and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis of the lead indicated that the setscrew marks on the connector pin were too proximal. The interior svc (superior vena cava) defibrillation cable was extrinsically fractured due to pulling/stretching and the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual inspection found proximal portion: svc cable, exposed coil and cross groove separation/pulled/stretched/overstress due to explant damage. No fracture in-vivo was observed. There was found two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal. The lead was not fully inserted into the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.